Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and blurry vision. He lens was exchanged for another lens model 2 months following the initial procedure. Clinical reason for explant was mentioned as residual refractive issue. Additional information has been requested. There are 13 medical device reports associated with this file. This report is associated with the 7 of 13 files.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).